Manufacturer narrative:
The device was returned to zoll; the customers report that the device intermittently powered up without display was duplicated and attributed to a faulty display cable. The customers report of the defib fault messages was confirmed and attributed to a faulty transistor on the pace/defib engine. The customer declined repair of the device, and the device was returned to the customer labeled "not for clinical use." Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently powered up without display. When the device had display, it displayed "defib fault 72," "defib fault 76," "defib fault 95," and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.